Event description:
During a laparoscopic hysterectomy procedure while morcellating of uterus, part of colon accidentally caught in the knife of the handpiece. The instruction manual warned the user to completely dissect the tissue/mass to be morcellated from the surrounding tissue before starting morcellating.